Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) was dispatched and confirmed the leak and replaced the two o-rings, pneumatic in-line fittings, helium fill manifold assembly, reservoir to manifold fitting, 2 psi relief valve, 300 psi check valve, 3500 psi high pressure transducer, and the 150 cc aluminum helium cylinder. The iabp passed all calibration, functional, and safety tests performed. The iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had a helium leak. This event occurred during service/test performed by the customer. No patient was involved and no adverse event has been reported.